Event description:
It was reported that during a supply change the pump did not complete a full rewind, and the cartridge, while appearing flush with the bottom connector, would not lock in place until the user performed another rewind and replaced the connector; the user then successfully completed the supply change and resumed insulin delivery. Investigation included troubleshooting and user education via guided dry run and repeat rewind with a new connector. Investigation of this case revealed that the issue resolved after replacing the connector and completing the rewind. It was concluded that the device functioned as expected after user guidance and component replacement, with no alarms reported.